Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant results of two patient samples with ih-cell a1&b on the ih-1000 instrument. Both patient samples were known to be blood group o rhd positive. The customer did neither provide the complaint sample ih-cell a1&b for investigational testing nor the customer sample that had caused the discrepant result.. Therefore our quality control laboratory tested their retention sample of the allegedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any discrepancies. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Data files of the affected ih-1000 instrument were analyzed. The distribution sequence of the reverse grouping is correct and we did not notice any issues. The volume dispensed (cells + serum) on the wells a1 and b was correct. The positive result with ih-cell a1 and b were as expected. Both samples were blood group o. According to the trace files analysis, a malfunction of the affected instrument can be excluded. Based on the investigation the complaint was classified as unjustified.

Event description:
The customer reported discrepant results of two patient samples with ih-cell a1&b on the ih-1000 instrument. Both patient samples were known to be blood group o rhd positive. The customer did neither provide the complaint sample ih-cell a1&b for investigational testing nor the customer sample that had caused the discrepant result.. Therefore our quality control laboratory tested their retention sample of the allegedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any discrepancies. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Data files of the affected ih-1000 instrument are under investigation, this investigation is also still ongoing.

Manufacturer narrative:
This is our initial report on this incident.